Manufacturer narrative:
We were made aware of an article that was published titled, 'clinical management of a nonoptimal vault and unexpected postoperative refraction in a patient implanted with a phakic intraocular lens'. The article reports "bilateral low vault and unilateral va reduction (20/40) because of postoperative oblique astigmatism". Patient underwent a vticmo12.6mm implantable collamer lens implantation of diopter -12.5/4.0/001 (sphere/cylinder/axis) into the right eye (od) on an unknown date. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. Health effect - impact code: 4627 corrected to 2199. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
We were made aware of an article that was published titled, 'clinical management of a nonoptimal vault and unexpected postoperative refraction in a patient implanted with a phakic intraocular lens'. The article reports "bilateral low vault and unilateral va reduction (20/40) because of postoperative oblique astigmatism". An exchange for a longer length lens of different power was performed for the left eye, exchange increased the vault and improved va. If additional information is received a supplemental medwatch report will be submitted.